Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient experienced insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed occlusion in the tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008578 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008578 was manufactured according to the wi version 80 packaged the multivac mv12, on 13/aug/2024, with a total of (B)(4) units. Assembly DHR review: the lot 4g06149 was glued according to the wi version 27, assembly, on 12/aug/2024 with a total of (B)(4) units. The lot 4g06150 was glued according to the wi version 27, assembly, on 13/aug/2024with a total of (B)(4) units. Gluing tube: the lot 4g06099 was glued according to the wi version 42, manufactured in the line gluing 04 and 08, with a total of (B)(4) units on 11/aug-2024. The lot 4h00467 was glued according to the wi version 42, manufactured in the line gluing 04 and 08, with a total of (B)(4) units on 13/aug/2025. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 02/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6008578 found other one complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.